Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the contact person two 512s trocars from an ftr72 kit (lot # l4ag3d) and two individual 512s trocars (not from a kit) had gaskets that were torn and no instrumentation had been inserted through the trocars. The case was completed by pulling four new trocars. The rep reports the trocars are already wrapped and she has no other lot or batch numbers. There was no consequence to the patient. 08/25/1998 the rep reports the devices were 511s trocars and not 512s trocars.